Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.2, lab: 1.5; date: (B)(6) 2011, inratio: 3.4, lab: 2.7. Pt's therapeutic range: 3.0 - 4.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.2, reference: 1.5, mean: 1.85, confidence limits: 1.2 - 2.3; 3.4, 2.7, 3.05, 1.8 - 4.2. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per complaint issue, pt has a factor 5 blood disorder and takes lovenox as needed. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per limitations described on inratio package insert, "this test should not be used for pts on heparin therapy." "Pt's current health and medication may affect coagulation test and lead to unexpected inr or errors in testing." No strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.